Manufacturer narrative:
The act button did not respond due to corroded keypad traces. No number scrolling anomaly was noted on the display. No slow on battery change was noted. The displacement, basic occlusion, occlusion, prime, excessive no delivery alarm tests could not be performed and no battery out limit alarm could be verified due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the up and the down buttons on the insulin pump were ramping when attempting to enter blood glucose readings. Customer replaced the batteries and received a battery out limit alarm that they were unable to clear. Customer stated that they may have been sweating prior to the alarm. Customer's blood glucose reading at the time of the call was 290 mg/dl and has treated with a manual injection. No further information reported.